Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:45:44. During day drain cycle one, the patient's ultrafiltration reading was 2539ml, indicating the home patient (hp) drained 1839ml more than their maximum programmed fill volume of 2700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. An intra-peritoneal volume (iipv) is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the alarm log revealed that two alarms occurred consecutively on (B)(4) 2011, drain not finished at 1:45:57 and fill not finished at 1:46:07. Comparing the times for the alarms and the start time of therapy, quality engineering determined that the user bypassed initial drain and then bypassed day fill immediately following. This is verified in the therapy log with a record of 4 bypasses for the therapy. The actual drain volume of 2539 ml is 96% of largest prescribed fill volume (lpfv) of 2700 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.